Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that since the day after implant the patient had been going every 20-30 minutes, so they wanted to increase amplitude. The day of the call was the first time they had tried to make a therapy adjustment since implant, and they noted that they were unable to increase because of the message stating, ¿internal device data is lost, contact clinician.¿ troubleshooting of powering the handset off and back on was suggested, the caller noted being able to open the app successfully, but when they tried to connect to the device, they encountered the same message again. It was recommended that they follow up with the patient¿s healthcare provider for possible reprogramming. Additional information was received from a consumer on (B)(6) 2019. It was reported that they couldn't get it programmed; they had to go to the doctor and have it reset. No further patient complications are anticipated or expected as a result of this event.